Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The device exhibited air/water flow issues. There were few additional findings. The light guide lens and objective lens was cracked. The connecting tube was buckled and the coating was peeled off. The angulation was out of the specified value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited aspiration problem. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign brown and translucid material which seemed to be seal residues. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a brown and translucid plastic material - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual evis exera lll olympus gif-h185 olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera lll olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.